Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop2329us (lot: 0010687007); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, under fluoroscopic inspection of the valve load, a crown overlap of the valve frame to the fourth node was noted. The physician acknowledged the infold and opted to move ahead in the procedure using the misloaded valve. When valve deployment was initiated, as the inflow portion of the valve frame began to flare, an infold of the valve frame was noted. Subsequently, at 80% deployment, infold of the valve frame was confirmed. The valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. A new valve was loaded onto a new dcs and the valve was deployed successfully without incident. No adverse patient effects were reported.